Manufacturer narrative:
The insulin pump had an act button that did not respond due to a flattened button dome switch. No moisture damage on electronics and no blank display noted. The device had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 76 mg/dl. When the customer put in new batteries the display returned. Customer attempted to set the time and date on the insulin pump but the buttons became unresponsive. Troubleshooting was not able to resolve the issue. The device was returned for analysis.